Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had error of low tidal volume. The customer reported there was no patient involvement. Event date not specified, estimate used.